Manufacturer narrative:
Update to h6: investigation findings (c). Update to h6: investigation conclusion (d).

Manufacturer narrative:
According to the customer, (B)(6) 2026 the device "wouldn't work" and "no mist produced at all". The customer said that the "jet nebulizer leaked for three weeks" and the user "replaced the whole kit and filter." The customer reported missing "brovana (arformoterol tartrate 0.5mcg) and budesonide 0.5mg" treatments. The customer said she used a "prescribed albuterol sulfate inhaler for temporary use" and experienced "uncomfortable" breathing. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, (B)(6) 2026 the device "wouldn't work" and "no mist produced at all". The customer said that the "jet nebulizer leaked for three weeks" and the user "replaced the whole kit and filter." The customer reported missing "brovana (arformoterol tartrate 0.5mcg) and budesonide 0.5mg" treatments.